Event description:
Internal battery error e-193. A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device error log was reviewed, and an e-193 internal battery error was observed. The device's internal battery was replaced to address the issue.